Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported. Additional information was received indicating a revision procedure was performed. The rv lead was capped and successfully replaced. The physician reported the lead appeared to be fractured at the pacing cathode. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.